Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error code. Based on the results of the investigation, a probable cause could not be determined as the malfunction was not duplicated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope produced snowy image. The event occurred during preparation for use. There were no reports of patient involvement.